Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high pacing thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to high pacing thresholds. This lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed) with the helix mechanism in an extended position. Dried blood was noted in the helix housing and tip region. Inner coil (cathode) measured as an electrical open, consistent with an inner coil fracture. X-ray showed an inner coil fracture near the terminal pin, damage indicative of helix extension/retraction difficulty. The helix mechanism could not be tested due to the mentioned fracture. Laboratory analysis was unable to confirm the reported allegation of high capture thresholds measurements, despite the inner coil fracture, because the helix difficulty (fracture) likely occurred during revision/explant. The surgery code was not confirmed as well, the lead conductor fracture likely occurred during lead revision, no other damage/defects detected during product analysis.